Event description:
Facility reports that during the treatment a kink in the arterial line occurred. Patient was complaining of abdominal pain when kink was noticed. Labs were drawn and patient was sent to e.r. Bloodline was saved for evaluation. Bloodline was on it's seventh use, facilities reuse goal is nine.